Event description:
It was reported that during the procedure to treat a total occlusion in the right coronary artery, a 1.25 mm non-abbott dilatation catheter was advanced into the heavily tortuous and calcified anatomy. Pre-dilatation was performed and the device was removed. A 2.0 mm non-abbott dilatation catheter was then advanced into the patient anatomy and dilatation was performed. The devices were removed. A 2.25 x 8 mm xience nano was advanced into the distal right coronary artery and into the posterior descending artery. Resistance was felt and excessive force was applied. The stent system was then able to cross the target lesion and the stent was deployed. During withdrawal, the shaft of the stent system separated, outside the patient anatomy, and was easily removed. The 2.0 x 8 mm mini vision stent system was then advanced into the patient anatomy to treat a target lesion distal to the previously placed xience nano stent. Resistance was felt during advancement and excessive force was applied; however, due to the patient anatomy and the previously placed stent, the mini vision was unable to advance to the target lesion and was removed without resistance. A new 2.25 x 8 xience nano stent system was then advanced into the patient anatomy. Resistance was felt and excessive force was applied; however, the xience nano was unable to cross the target lesion. The device was removed without resistance. A 2.5 x 12 mm non-abbott dilatation catheter was advanced and dilatation was performed. The device was removed. A 2.25 x 8 mm non-abbott stent system was advanced, but was unable to cross to the target lesion and was removed. Further dilatation was then performed with a 2.5 x 12 mm non-abbott dilatation catheter.

Manufacturer narrative:
(B)(4). A 2.25 x 8 mm non-abbott stent system was advanced into the anatomy. The device was unable to cross and was removed. Dilatation was performed again with a non-abbott dilatation catheter. A new 2.5 x 12 xience nano stent system was then advanced into the anatomy. Resistance was felt and excessive force was applied; however, the device was unable to cross to the target lesion and was removed without resistance. A new 2.25 x 8 mm xience nano stent system was then advanced into the patient anatomy. Resistance was felt and excessive force was applied; however, the device was unable to be advanced to the target lesion and was removed from the anatomy. During withdrawal, resistance was felt. It is unknown if the resistance was felt between the stent system and the patient anatomy or between the stent system and the guide catheter. The device was removed and it was noted that the stent struts were flared. The procedure was completed with a 2.25 x 8 mm non-abbott stent system and a 2.25 x 12 mm non-abbott stent system. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided. Concomitant medical products: guide wire: fileder xt, wiggle wire; guide cath: 6f guideliner, excelsior exchange cath. (B)(4) - excessive force. An additional 2.25 x 8 xience nano indicated is being filed under a separate medwatch MFR number. The xience stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was heavily tortuous and calcified, which may have contributed to the resistance. It was reported that resistance was encountered and force was applied to the sds. It should be noted the xience nano instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. It is likely that as resistance was encountered, as force was applied, the hypotube kinked as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.